Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient was unable to turn their stimulator on that morning. A power on reset was seen and cleared. Stimulation was restored. The issues resolved once the power on reset was cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.